Event description:
On (B)(6) 2010, pt underwent a septorhinoplasty or nasoseptal reconstruction and was given ampicillin/sulbactam preoperatively. The pt went home same day of surgery. On (B)(6) 2010, the pt still experiencing erythema and swelling over nose which was improved but still involved entire nose. It began to have frank, yellow, putrid smelling drainage from right nares, no f/c/n/v. Pt admitted for IV antibiotics moxifloxacin, vancomycin and mupirocin. On (B)(6) 2010, pt underwent incision and drainage of septal abscess. The surgery noted a small amount of purulent drainage bilateral nares coming from distinct defects in mucosal wall, no abscess found, irrigation drains placed bilaterally. Pt was discharged on (B)(6) 2010 and continued on moxifloxacin, vancomycin and started moxifloxacin. The pt doing well according to (B)(6) 2010 clinic note. Dates of use: (B)(6) 2010 to present. Diagnosis or reason for use: nasoseptal reconstruction.